Event description:
The user has lost sound perception with the device after hearing a sudden loud pop, then whooshing sound. No illness or injury is suspected. The recipient has been re-implanted on (B)(6) 2020.